Manufacturer narrative:
(B)(4): this customer alleged an alarm fault and reported that a baby almost lost it's life due to a desaturation of 45%. We will consider this event as a serious injury that involved the use of a philips monitor. The customer had questions regarding spo2 desat alarm capability in the (B)(4) monitors, and which software revisions provide red spo2 desat alarms. It was also confirmed that the monitor in question has software revision d.11.00, which does not have red spo2 desat alarm capability. The customer also stated that the nurse did not immediately respond to the yellow spo2 low limit violation alarm that was provided by the device. This is not being considered a device malfunction. The customer acknowledged that a yellow spo2 limit violation alarm was provided when the pt decompensated and that the nurse did not immediately respond. We cannot determine if the delay in providing care after the alarm was a factor in the baby needing any additional therapy. All available information supports that the device performed as intended. Philips is in the process of obtaining additional information regarding this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
This customer alleged an alarm fault and reported that a baby almost lost its life due to a desaturation of 45%.